Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. A visual inspection was performed and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). The sensor was inserted into the sim-vivo test fixture and reprogrammed, all results were within specification. Therefore, the issue is confirmed to the brownout reset event. An extended investigation was also conducted and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 4 days of wearing the adc freestyle libre 2 sensor. The customer was unable to monitor their glucose and experienced unspecified hypoglycemia symptoms. The customer was unable to self-treat and was treated with sugar by a non-hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.